Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a system boot up failure. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4; d8; d9; g3; g6; h3;h2; h4; h6, type of investigation, investigation findings, component code, investigation conclusion; h11. Corrected field- e3. A getinge field service engineer (fse) investigated the customer's complaint confirmed system boot up failure. Device is alarming despite not been powered on. Batteries had to be removed and ac power disconnected. Fault code # 118 - ¿sol wdt fail ¿ - a critical error detected in the hardware watch dog circuit on the solenoid driver board . Solenoid control pcba (d670-00-1161) was replaced and power management pcba (d670-00-1162) was also replaced as a precaution. Device passed all calibrations, functional and electrical safety tests per factory specifications. There was no patient involvement and no harm was reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a